Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) in the 40¿smg/dl with shakiness, tiredness and unsteadiness when walking and standing. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was found that there were extra boluses recorded. This complaint is being reported because the patient allegedly experienced a bg excursion due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: the pump's bolus history showed that on (B)(6) 2017, the following boluses were manually programmed and delivered, 9.95u normal bolus at 09:21, 4.65u ezcarb normal bolus at 12:53, a 6.90u ezcarb normal bolus at 16:26, a 8.95u ezcarb normal bolus at 20:27. There was an alarm for 'basal edit not saved' recorded on (B)(6) 2017 at 22:25 indicated that the user attempted to edit the basal rate but did not select save. A replace cartridge alarm was recorded on (B)(6) 2017 at 05:11; deliveries resumed at 07:34. A replace cartridge alarm was recorded on (B)(6) 2017 at 14:07; deliveries resumed at 14:19. The pump was exercised for 24 hours; no unprogrammed or extra boluses were delivered or recorded in the pump history during this time. The pump's total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. The alleged issue could not be duplicated.